Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is not the most user friendly can take some time to get use to it. The screen can seem busy for a new learner.

Manufacturer narrative:
Updated field: b4, d8, d9, g1, g3, g6, h2, h3, h4, h6 (type of investigation, investigation finding, component codes, health effect, investigation conclusion), h11 a getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because information was received from a cardiosave pms survey and no additional information provided on this complaint event.